Event description:
A caller reported experiencing a cartridge alarm 20 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer will use multiple daily injections (mdi) as a backup insulin therapy. Cts provided instructions for pump storage, return procedures, and training through the tandem source account, and the customer acknowledged and understood all guidance provided.